Manufacturer narrative:
Product ID 3889-33, lot# v588343, implanted: 2011 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported, the patient had been ¿flooding straight through¿ lately and they wet the bed several times and again the morning of report, the pad, bed and mattress were wet. It was noted this had been going on for a couple of weeks and the onset was sudden. It was stated the patient¿s programmer batteries were dead and the patient was wondering if that had to do with their return of symptoms. The patient synched with their implantable neurostimulator (ins) and there was no lightning bolt on the ins icon so the patient¿s stimulation had been turned off. It was noted the patient didn¿t know how that happened but maybe it was when they were traveling. The patient was able to turn their stimulation back on and verified the lightning bolt was showing. It was noted the patient had a loss of therapeutic effect.